Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose level was 213 mg/dl. Customer primed the tubing to address the issue and resumed insulin delivery.